Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the quantum maverick monorail balloon ruptured. The 90% stenotic lesion was located in the calcified and moderately tortuous distal left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured during the fourth inflation at 15 atms. The first, second, and third inflations were to 16, 20, and 20 atms respectively. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good."